Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre 2 sensor compared to the built-in meter. On (B)(6) 2021, as a result, the customer experienced cramping, had a seizure, and was unable to treat themselves. Hcp contact was made, and the customer was provided unspecified treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.